Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a moisture damage on the electronic and motor assembly.

Event description:
The customer reported that the insulin pump was exposed to water and the device had moisture damage. The customer stated that the device alarmed and the screen was blank. Troubleshooting was performed. The customer also stated that when he shakes the insulin pump, he saw moisture moving under the liquid crystal display. No further info was provided.